Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. Part and lot numbers are not available for reporting. Other number--UDI: part number unknown, UDI is unavailable. One of the two unknown broken screws what explanted on (B)(6) 2016. A fragment from the second broken screw was retained in the patient. This screw is therefore not considered to have been explanted. (B)(4). The subject devices are expected to be returned for evaluation but have not yet been received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 23, 2016. The patient further reported that revision surgery was performed on (B)(6) 2016 as planned. The previously reported plate and five (5) screws were removed. It was discovered that two (2) screws were broken, not just one screw as previously reported. A fragment of one (1) of the broken screws was left in the patient's bone, and therefore, this screw is not considered to have been fully removed. The patient reported that once the sutures are removed, his wrist will be placed in a cast for two months. This report is for two (2) unknown screws which broke postoperatively. Concomitant devices: screws (part and lot unknown, quantity 2).

Manufacturer narrative:
Patient weight at time of initial surgery was (B)(6); current weight (B)(6). Date of event: unknown. This report is for one unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown date in 2014. Planned for explant on (B)(6) 2016; device has not currently been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery some time in 2014 for a wrist fusion due to osteoarthritis. The patient was implanted with one (1) plate and six (6) screws. Post-operatively, approximately two months after surgery, during an office visit the patient was informed by his surgeon that two proximal screws were noted to be backing out; the patient also stated that he was in pain. At that time the surgeon chose to wait and see how things would progress with the wrist fusion. After another office visit sometime in (B)(6) 2016, the patient was told he may have delayed healing with tendon damage. The surgeon also stated that the plate is rising up at the distal end on the wrist bone, two (2) proximal screws have backed out, and another proximal screw is broken. A revision surgery is scheduled for (B)(6) 2016; the patient is scheduled for the removal of all implants. His follow up treatment will included being placed in a cast for three to four weeks. The patient was informed by the surgeon that a piece of the broken screw will be left in the bone. Patient is worried due to metal detoxification in his blood system if broken screw fragment is left in his wrist bone. Concomitant devices: screws (part and lot unknown, quantity 3). This report is for one unknown screws which was discovered to be broken. This is report 2 of 3 for (B)(4).